Event description:
It was reported that a file separated in the canal during a procedure. The canal was filled with the separated piece in place.

Manufacturer narrative:
In this incident there was no report of injury to the patient. However, as a result of this malfunction, the potential for surgical intervention exists (though inadvisable per expert opinion provided by dr.) To preclude injury or illness that would necessitate medical or surgical intervention to preclude impairment of a body function as evidenced by previous reported events. A DHR review was conducted and no abnormalities were noted. No further investigation is possible, due to the fact that no product was returned, and because retained samples were not available.